Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump;hm xve.specific component(s) involved: pump drive unit malfunction;bearing wear.causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of pump;type: lvad.